Event description:
It was reported that a patient had a pump erosion in 1997 where the hcp explanted the pump and then waited for 3 months before implanting a new pump. It was reported ¿we left him alone for 3 months with antibiotics and stuff.¿ the device system was used to deliver an unknown drug. No further information was available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown, product type unknown; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).